Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number mb2632 is invalid for stratafix symmetric pds+. Can you please re-check and provide the correct product code and lot number?

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2018 and a barbed suture was used. During the procedure, the needle pulled off during suturing. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.